Manufacturer narrative:
Additional information was added to h6 and h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was delivered in a damaged condition. The damage was discovered prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.